Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient complained of decreased hearing performance and static over the past few weeks. Patient also complains of slight pain to the touch. No trauma, change in medication or illness is reported. The static issue was resolved by changing a cable.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Additionally, post-operative migration of the active electrode was observed, which might have contributed to the decrease of benefit. Furthermore the recipient experienced painful sensations when touching the implant site, which is likely related to the history of infections. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of infection. No information about further steps is available yet.

Event description:
The recipient complained of decreased hearing performance and static over the past few weeks. The static issue was resolved by changing a cable. No trauma, change in medication or illness is reported. No further information is available at this time.

Manufacturer narrative:
(Exemption number e2015033). Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Additionally post-operative migration of the active electrode was observed. Reportedly the recipient suffers from neuritis/neuralgia and has a history of neuropathic pain, which might explained the perceived painful sensation. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient complained of decreased hearing performance and static over the past few weeks. The static issue was resolved by changing a cable. No trauma, change in medication or illness was reported. The recipient has been reimplanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Additionally post-operative migration of the active electrode was observed. Reportedly the recipient suffers from neuritis/neuralgia and has a history of neuropathic pain, which might explained the perceived painful sensation. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient complained of decreased hearing performance and static over the past few weeks. The static issue was resolved by changing a cable. No trauma, change in medication or illness was reported. The recipient has been reimplanted.

Manufacturer narrative:
Med-el elektromedizinische geraete (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Additional information: as per additional information received a revision surgery is planned but not yet scheduled. Reportedly the recipient suffers from neuritis/neuralgia and has a history of neuropathic pain, which might explain the perceived painful sensation. Apart from that the previous results do apply.

Event description:
Additional information: reimplantation is considered but not yet scheduled.